Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 53 alarm found in the pump history due to software error. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. Customer experienced high blood glucose level. Customer blood glucose level was 324 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the automode feature was active at the time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.